Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the right atrial (ra) lead and right ventricle (rv) lead exhibited noise that was oversensed by the device and led to pacing inhibition. Both ra and rv leads were capped and replaced on (B)(6) 2026. The patient was in stable condition.